Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the nurse saw the patient sliding out of the bed on the security camera and was unable to get to the patient in time to stop him/her from falling to the floor. The nurse did not place the safety zipper in the correct position allowing the patient to get their hands through the opening and unzip the canopy enough to crawl out. It was stated the patient slid onto the floor, possibly injuring a previously fractured arm. The date the incident was not known.

Manufacturer narrative:
The product was received and analyzed. The product was found to have met specifications with no product non-conformances found. During the investigation it was noted that the accounts of the patient occurrence are consistent with the bed not being properly secured and closed. (B)(4).

Event description:
Additional information is provided.